Manufacturer narrative:
(B)(4). The actual device has not been received yet and the investigation is on gong at this time. A follow up report will be provided when the investigation results become available.

Event description:
(B)(4).